Event description:
A report was received that the pt's precision system was explanted, due to the ipg migrating in the pocket. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices are not being returned to bsn as they were kept by the medical facility. This is the final report.